Event description:
It was reported that during an arthroscopic rotator cuff surgery the devices ar-9800 (sn: (B)(6), a probe ar-9831 and an arthroscope from another manufacturer were used. Although there was no contact between the probe and the scope, the scope got damaged. The scope got completely blacked out, including a black line across the optics. The setting was correct; ar-9831 was used with setting 7 / 1. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 21-nov-2025 according to the field technician the console was most likely not grounded during use as it should have been. The grounding cable was not correctly positioned when the device was removed from the tower by the arthrex field service. The device was initially added to the tower by the customer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.